Event description:
Boston scientific received information that this right atrial (ra) lead exhibited intermittent high, out of range, pacing impedance measurements and noise which they were able to reproduce with pocket manipulation. A surgical intervention was performed and this lead was surgically abandoned and capped. This lead is no longer in service. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.